Event description:
On (B)(6) 2025 a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient's spouse reported that the patient experienced a high fever and brown oozing discharge on (B)(6) 2025. On (B)(6) 2025, the patient went to the emergency room and x-ray revealed an infection or inflammation of the abdominal wall. The patient was treated with an unspecified intravenous antibiotic followed by a 7 day course of an unspecified oral antibiotic. A dressing film was applied and the patient was discharged home. On (B)(6) 2025 the patient to a general practitioner and was advised not to remove the plastic film dressing. The stoma was red and with discharge. At the time of report, the patient is fever-free.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.